Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported was the pump shutdown unexpectedly. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level ranged between 300 mg/dl and "high". Customer declined to provide additional information. Reportedly, the customer changed pump supplies to resolve issue.